Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation.

Event description:
Upon driving two larger expedium polyaxial screws into the patient's pelvis, the screw heads popped off of the shanks, with the shanks still in bone. The shanks were removed intra-operatively. The event resulted in a forty five minute delay with the patient being exposed to additional anesthesia. See mfg medwatch report# 1526439-2013-11556 for the other screw that was involved in this event.

Manufacturer narrative:
It was reported on (B)(6) 2013 ¿ that upon driving two larger screws into the pelvis the torque was too great and resulted in the screw heads popping off, leaving the screw shafts in the patient. The shafts were removed and there was a 45 minute delay which resulted in the patient being exposed to additional anesthesia. Visual examination of the screw noted that the tulip head had been popped off the screw body. A review of the device history record (DHR) for the screw showed no discrepancies. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. A review of the trend analysis found no observed trends for issues of this nature associated with product code.